Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the network interface was down. A technical support specialist (tss) had called and spoken to the customer. The customer had informed that everything was back online, and all orders and patients were crossing over successfully. The customer had also given permission to close the case. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, network interface was down, and patient information and patient orders were not connected. The customer requested to restore the connection so nurses can access pyxis machines to retrieve medications. However, there were no adverse events or injuries reported based on this event.